Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm during a manual prime. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer's parents later called to report that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 890 mg/dl and vomiting. The customer's mother requested a replacement insulin pump, and declined any troubleshooting. Nothing further was reported.